Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the technician indicated that the air/water cylinder had foreign objects. The identity of the foreign object and why it remained in the device could not be determined. Additionally, the adhesive around objective lens was peeled due to a degradation problem. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign objects found in the air/water cylinder, as well as the reason they remained in the device, also could not be definitively determined. Additionally, the cause of the peeled adhesive could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.